Event description:
It was reported that the patient passed away. The cause of death would not be provided. There were no device issues at the time of the patient outcome. The outcome was not considered to be device or therapy related. No autopsy was performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. Due to patient privacy laws, the account declined to provide any additional information regarding the reported event. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.